Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulsed field ablation catheter, there was an alleged product issue involving catheter array inversion. The healthcare professional experienced difficulty maneuvering the catheter after transitioning from the left pulmonary veins to the right pulmonary veins and encountered challenges retracting the catheter into the sheath. Upon inspection after removal from the patient, the catheter appeared knotted. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012515353 was returned and analyzed. The catheter was visually inspected and appeared to have inverted, knotted array, nitinol wire appeared bent at the proximal arm of spiral array and nitinol ball seen partially dislodged from dual lumen. The spiral array pebax tube appeared as twisted, knotted, kinked, ribbed and pinched. The electrode wire near the dual lumen appeared exposed through nitinol wire. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Mechanical verification of steering and slide mechanisms were carried out. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. X-ray imaging confirmed an entangled wires in shaft region. Optical inspection revealed electrode 1 and electrode 2 are displaced. Further dissection revealed an electrode wire detached from electrode 1 and 2. Hipot and electrical continuity testing was carried out. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed an open loop for electrode 1 and 2. In conclusion, the catheter failed the return product inspection due to inverted, knotted array, nitinol wire appearing bent at the proximal arm of spiral array and nitinol ball seen partially dislodged from dual lumen. The spiral array pebax tube appearing as twisted, knotted, kinked, ribbed and pinched. The electrodes were crushed, displaced, entangled and the electrode wires were exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.